Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that the medical personnel noted oversensing from the minute ventilation creating multiple inappropriately stored episodes. It was further noted that the patient was also experiencing multiple pacemaker mediated tachycardia (pmt) episodes. The minute ventilation sensor was programmed off. No patient data was given to boston scientific technical services (ts) by the medical personnel. The pacemaker remains in service and no additional adverse patient effects were reported.